Event description:
It was reported that two patients sustained bumps on the arms after hair removal treatment with a lumenis one laser.

Manufacturer narrative:
Reasonable attempts were made to obtain additional information from the user facility, however, none was provided. Should additional information be reported a follow up MDR will be filed. No device malfunction was reported; therefore the subject device was not evaluated.